Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). No issues occurred with any other assays and controls were within acceptable ranges. The sample initially resulted as < 5.00 pg/ml accompanied by a data flag. The initial value was reported outside of the laboratory. The same sample was repeated, resulting as 262.4 pg/ml. A second sample was collected from the patient and this sample had a result of 161.3 pg/ml. No adverse events were alleged to have occurred with the patient. The e2 reagent lot number was 17399800, with an expiration date of 09/30/2017. Quality control results were within range. An instrument check performed in march 2017 was ok. The field service engineer found that the probe positioning was too close to the side of the sample tube. Bubbles were also observed on the surface of a sample.

Manufacturer narrative:
A field service representative adjusted the probe on the analyzer. No further issues were reported by the customer. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. There is no evidence of a general reagent issue. A misadjusted sample probe may lead to pipetting errors. Other possible root causes include poor sample quality, bubbles on reagent/sample surfaces, and insufficient maintenance.